Event description:
The surgeon implanted a silicone lens model aq2003v and the haptic broke during implantation. The lens was removed without pt injury. An aq cartridge was used during surgery, and the lot number is unknown. The model and lot numbers of the injector are unknown.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue and the optic was torn. One haptic was torn off missing. There was no visible damage to the aq cartridge.